Manufacturer narrative:
Trackwise ID (B)(4). The lot # 3000316710 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2, harvester screwed conical tip on to scope and there seem to be blurred spot on inside of conical tip. A new device was used to do case. No delay. No patient harm.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.